Event description:
This report is being filed after the subsequent review of the following abstract, "clavicle hook plate and locking fixation for treatment of neer type ii fractures of clavicle lateral end: a comparison of clinical efficacies" (2011). Academic journal of second military medical university, 32(3) (pp 347-348). A study was carried out from january 2008 to january 2009 of 45 patients to compare the clinical effect of neer type ii fractures of the lateral end of clavicle treated with clavicular hook plate and ao locking plate fixation. 20 patients were treated with ao locking clavicle plate. Ao clavicle was found loose or broken (unknown number). This is report 1 of 2 for (B)(4). This report is for an unknown loose or broken lateral locking plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. "Clavicle hook plate and locking fixation for treatment of neer type ii fractures of clavicle lateral end: a comparison of clinical efficacies" (2011). Academic journal of second military medical university, 32(3) (pp 347-348). This report is for an unknown ao locking clavicle plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.